Event description:
(B)(4). Yes, my insurance paid for essure. Before the implant, I was in excellent health. My thyroid health was under control with medication. My exercise (hiit training 4 times a week and walking 3 days) and eating habits were solid (lean eating habits). Several months after the essure implant was placed in, I started experiencing chronic fatigue and abdominal pain that makes it very uncomfortable to sit down for extended periods. My health has taken a turn for the worse since the implant and I plan on taking it out. After the implant I was diagnosed with hashimoto's, ebv, candida, atrophic gastritis (without a known cause), dry eyes, dry mouth, hair falling out in large amounts. I trying to figure out if I have sjogren's syndrome and am doing heavy metal testing to see if I have a nickel allergy. Since this implant was placed in me, my immune systems is in a state of dysfunction. For those that do not believe this is happening to a lot of women, they (men included) should have the implant placed in them and see for themselves what happens.